Event description:
Philips received a complaint from the customer regarding the v60 ventilator. It indicated that the patient was admitted to the hospital due to acute left heart failure. On the morning of (B)(6) 2025, the patient was placed on a ventilator as instructed to assist breathing and alleviate shortness of breath. At 8:30 am, the ventilator alarmed, and upon inspection, it was found that there was an ovp (overvoltage protection) circuit fault. The equipment was immediately replaced, causing no serious impact on the patient. No medical intervention provided to the patient, nor a delay to therapy was noted.